Event description:
During a device event log review, error 51 was found. The speaker was replaced to resolve this error. CAPA #(B)(4) opened to address issue of error 51. After repair, the device was found to meet specification.